Event description:
Boston scientific crm received information that this right atrial lead dislodged. A boston scientific crm field representative reported that the lead's daily measurements were all out of 'normal' range and pacing thresholds had increased. A repositioning attempt was scheduled. There were no adverse patient effects reported.